Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) had a failed membrane leak test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h6 (health effect: clinical code), h11. Corrected field: d9 (return to manufacture date).

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, d8, d9, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) found failed membrane leak test with a value of 8 during routine pm. Replaced the safety disk corrected this problem. Completed full pm. The failure analysis and testing department received safety disk with a reported unit failure of safety disk failed leak test during pm. The fat department performed a visual inspection of the part received and found that the part is in good condition. The fat department installed safety disk in the cardiosave test fixture and tested to factory specifications per procedure and the cardiosave service manual number 0070-00-0639 revision r. The failure analysis and testing department found that the safety disk passed all manifold test successfully. The fat dept. Could not verify the failure of membrane leak test of the safety disk. Retaining the safety disk in fat department per procedure.

Event description:
N/a.